Event description:
It was reported that a sparc was implanted (B)(6) 2005. It was alleged by the plaintiff's attorney that the plaintiff experienced an unspecified injury.

Manufacturer narrative:
Additionally, this was reported on the summary report dated october 31, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated december 23, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced leakage, scarring, nocturia, mixed stress and urge incontinence, recurrence, hypermobility of the urethra, hemorrhoids, rectal pain, constipation, atrophic vaginitis, intrinsic sphincter deficiency, overactive bladder, mesh exposure, vaginal bleeding, intermittent urinary tract infections, slippage of mesh from bladder, urinary frequency, abdominal pain and mesh erosion. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Lawyer-filed report-(B)(4).